Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session was reported. It was determined that the event was related to the mobile application. No product was provided for evaluation. Data was evaluated and the allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.